Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched and evaluated the instrument. The fse observed the buffer syringe to be faulty. The fse replaced the buffer syringe. Replacing the buffer syringe resolved the customer's issue. No demographics were supplied to bec on the patient samples.

Event description:
Customer reported high patient results with chloride and sodium on the au680 clinical chemistry analyzer. No erroneous patient results were reported out of the laboratory. There was no report of any injury related to this event. Customers stated that the quality controls run both before and after the incident were within specification.